Event description:
During an in-clinic follow-up, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The cause of the backup vvi remains unknown. The patient was in stable condition.